Manufacturer narrative:
(B)(4). The customer reported that a drip changed from mcg/kg/mi to mcg/mi spontaneously. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. Philips has not verified if there was any health risk. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a drip changed from mcg/kg/mi to mcg/mi spontaneously. No pt harm was reported.